Event description:
While administering a polio vaccine injection, when pushing the plunger down, all of the vaccine came out of a hole in the barrel of the syringe. No exposure or injury was reported due to this problem.